Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim: (B)(6) nicu had an issue discovering a puddle under the tpn bag and that was later determined came from a hole on the blue connection of the infusion disposable. Casey devito is included in this email and is part of the nicu where this issue happened.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that they discovered a puddle under the tpn bag and that was later determined came from a hole on the blue connection of the infusion disposable. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.